Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's current blood glucose was 800 mg/dl. The customer did experienced body pain, nausea and positive result in ketone test as a result of hyperglycemia. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated with intravenous fluid. The customer was not wearing the insulin pump during the hospitalization. Customer was using auto mode feature on insulin pump. Customer declined trouble shooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.